Event description:
It was reported that "following the insertion of the arrow PICC, one side of the butterfly snapped off while peeling away the sheath. The sheath was removed without too much difficulty". The device was removed in its entirety and no intervention was needed. The patient is fine.

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel away sheath for analysis. Definite evidence of use was observed on the returned sheath. Visual analysis of the sheath revealed that one side of the extrusion was separated at the tab location. A portion of extrusion was still molded to the separated tab. It was also noted that a part of the tab was separated. The sheath was additionally torn completely down one score line. The overall length of the sheath measured 4" which is within the specification limits of 3 7/8 - 4 1/8" per the sheath product drawing. The outer and inner diameters of the sheath could not be dimensionally inspected due to the condition of the returned sample. Functional inspection could not be performed due to the condition of the returned sample. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis.". The customer report of a peel away sheath tabs broken was confirmed through investigation of the returned sample. Visual examination of the returned sample revealed that one side of the sheath extrusion was torn at the tab location. It was also noted that a part of the tab was separated. Therefore, based on the customer report and sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "following the insertion of the arrow PICC, one side of the butterfly snapped off while peeling away the sheath. The sheath was removed without too much difficulty". The device was removed in its entirety and no intervention was needed. The patient is fine.